Event description:
It was reported that the lead was attempted to be implanted, however, an unknown product issue occurred that prevented the lead from being implanted. Another lead was implanted in its place. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. However, the helix mechanism test was failed due to stretched out helix.

Event description:
It was reported that the lead was attempted to be implanted, however, an unknown product issue occurred that prevented the lead from being implanted. Another lead was implanted in its place. No adverse patient effects were reported. The lead was returned for analysis.